Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the customer replaced a gui cpu (graphical user interface central processing unit) on an 840 ventilator. Medtronic/ covidien was not authorized to repair the device. There was no patient involvement at the time of the reported incident. The medtronic/covidien engineer upgraded the software, performed testing and calibrations and the device operated within the manufacturing specifications.